Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise, which was oversensed and resulted in pacing inhibition for this patient with 3rd degree heart block. It was noted that the noise was able to be reproduced with pocket manipulation, and the patient was symptomatic with dizziness prior to the noise being noted. A revision procedure was performed and the lead was surgically capped and replaced. No adverse patient effects were reported.